Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be constipation. On the same day as onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with injection of vancomycin (1 gram once in five days, route not reported) and injection of fortum (2 grams once a day, route not reported) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Dianeal therapy was ongoing. No additional information is available.